Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 1 in the main was not detected bus. A field service engineer observed that the retractor band cable had become detached from the connector head. Additionally, the rails were deteriorating. The engineer proceeded to replace both the retractor band and the rails. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer failed to open. A customer has reported that the user is unable to dispense medication to the patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.